Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure two right ventricular (rv) leads experienced high thresholds and undersensing. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the analyst noted the full lead was returned with the helix extended with no stylet returned in the lead. The helix was able to be fully extended and retracted without the helix jumping. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure two right ventricular (rv) leads experienced high thresholds and undersensing. The leads were replaced. No patient complications have been reported as a result of this event.